Manufacturer narrative:
Cmpl- (B)(4).

Event description:
It was reported that the device displayed insert new sensor during a sensor session. The sensor was inserted into the abdomen on 03/14/2022. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.